Manufacturer narrative:
The reported complaint of ua45 (not at "home" position after power-on/restart) was confirmed during archive data review of the autopulse platform (B)(4); however, could not be reproduced during functional testing. There were no device deficiencies found during evaluation/service of the platform which could have caused or contributed to the reported ua45 error message. Visual inspection was performed and observed the battery lock was damaged and the clutch plate was sticky, unrelated to the reported complaint. Battery lock was repaired to address the issue. In addition, clutch plate deburring was performed. From the condition of the platform, the damage appear to have been caused by mishandling. Archive review showed ua45 error occurred on the reported event date. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Functional testing passed and no faults or issue observed. The autopulse passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse (B)(4). .

Event description:
During shift check, autopulse platform (B)(4) displayed ua45 (not at "home" position after power-on/restart). Technical support was unable to clear the error over the phone. No known patient consequences.